Manufacturer narrative:
Visual inspection of the driver revealed a broken fan cover and the secondary motor out of the bottom dead center (bdc) position. The driver's alarm history was reviewed and revealed two new alarms, 2d fault code. Since signs of secondary motor engagement were observed during the incoming visual inspection, it is likely that this is the customer-reported alarm as the 2d fault code is produced because of the engagement of the secondary motor. The driver in "as received" condition passed all sections of incoming functional testing. Additionally, since the secondary motor of the driver was observed to be out of bdc position, a functional test was performed on the secondary system. The driver functioned as expected while operating on the secondary motor system and sounded a fault alarm as designed. The root cause of the secondary motor engaging (which caused the customer-reported alarm) could not be determined, but may have been caused by impact shock as a result of rough handling as evidenced by the observe damage or a near drop (jolt). The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the reported issue was observed while the freedom driver was supporting a patient, it did not prevent the device from performing its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was switched to a back up freedom driver.